Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that display screen was blank. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display did not come back on. Customer's blood glucose was 169 mg/dl. Customer was advised that insulin pump would be replaced.